Event description:
It was reported that the patient's ams 700 cx inflatable penile prosthesis pump was sticky. The patient went to his penile urologist office for the issue and the doctor could not get the device to cycle or get the pump to pop. Additional information received stated that a bsc representative met with this patient twice since the surgery to help him with teaching and showing him how to cycle the device. The patient had a great deal of edema at the scrotum so he was asked to continue to cycle but was having a hard time reaching the pump. On (B)(6) 2020, the bsc representative once again met with patient along side with his doctor's nurse . The ipp pump was lying flat inside the scrotum, but eventually after a few tries he was able to activate the device and achieve the best result he's had since the surgery. The patient was also instructed to tug down on the pump to straighten the tubing in case they were being obstructed due to how pump was laying in scrotum. There is not clear at this point if device is sticky or just sitting at peculiar angle. The swelling has gone down significantly and the patient does have a very large scrotum. Additional information received stated that the swelling on this patient was caused by the surgery and not the device.